Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via log file analysis. The heartmate iii system controller was returned for analysis and log file was downloaded for review spanning approximately 2 days ( (B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 are from product testing at abbott. The set speed of the pump was 5200 rpm while the low speed limit (lsl) was set to 4800 rpm. Throughout the log file are intermittent low voltage and power cable disconnect events on the white power cable while connected to 14v battery power. The power cable disconnect events were coincident with rsoc invalid faults. These events would clear and reoccur on their own. There were no other notable alarms in the log file. Pump operation was not affected. The returned system controller was tested and passed all stages of testing. The system controller was able to operate as intended and was able to function on a mock loop without issue. The reported event was not able to be reproduced. The root cause of the reported low voltage alarms was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications prior to being ordered on 26feb2016. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage advisory and power cable disconnect alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was admitted (B)(6) 2021 due to "low battery" alarms on controller. The internal battery was exchanged. The patient returned on (B)(6) 2021 after alarms reoccurred. The battery clips were exchanged but the problem persisted. The controller was then exchanged but the alarms reoccurred.